Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, only the distal portion of the lead was returned measuring 45.2 cm / 48.7 cm (insulation / inner coil) was returned for analysis. Internal insulation abrasion and explant damage breaching rv cables lumen was noted at 10.5 cm to 11.6 cm from the distal tip. Additional internal insulation abrasion and explant damage breaching re cables lumen was noted at 12.5 cm to 13.5 cm from the distal tip. The right ventricular and ring electrode cables etfe coatings were intact. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages on this piece was consistent with procedural damages.

Event description:
This report is to advise of an event observed during analysis.